Event description:
An (B)(6) year old congestive heart failure /acute kidney injury, dizziness, lightheaded patient coughing up phlegm with coarse crackles on oxygen therapy, non-ambulatory/weak patient was required to use a hudson voldyne volumetric device causing patient to not process IV fluids properly is given morphine leading to cardiac arrest and intubated due to severe anoxia, possible pulmonary embolism, severe sepsis. Hudson voldyne volumetric device would provide patient safety by placing a warning label for patients over the age appropriate guidelines of 80 on their device pamphlet. FDA safety report ID# (B)(4).